Manufacturer narrative:
This device has not yet been returned for evaluation.

Event description:
The customer reported the pacer output of the m4735a defibrillator was low and the unit was getting a pacer failure during shift check. There was no pt involvement.